Manufacturer narrative:
Terumo has received the actual device for evaluation; however, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during vein harvesting procedure the unit began smoking. No known impact or consequence to patient. Product was changed out. Surgery was completed successfully.